Manufacturer narrative:
(B)(4). The lead was discarded by the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, high out of range shock impedance measurements greater than 125 ohms were observed upon connection of this cardiac resynchronization therapy defibrillator (crt-d) to the chronic right ventricular (rv) lead. It was suspected that the lead became damaged with a bovie during explant of the right atrial (ra) lead. The device was successfully implanted and remains in service. The rv lead was explanted and replaced three days later. No additional adverse patient effects were reported.